Manufacturer narrative:
Field service evaluated the instrument and noticed damaged clip hanging on the side of the frame with exposed sharp edges. Based on the information available, there is no evidence of product malfunction. Information reasonably suggests a user error event since the input and output drawers shall be used for loading and unloading tubes. System covers should be in place and closed during operation and the customer must not service the system. Only authorized staff can service the system. As per automate 2500 family instructions for use (reference (B)(4)) the following relevant information was noted from these sections: safety notice. While the system is in operation, do not touch or go close to any moving parts. Close protective guards and covers during operation. Failure to close covers correctly can cause injury or incorrect results. Use only input and output drawers for loading and unloading tubes. While the system is running, only use the input and output drawers to load racks and tubes. Do not reach into the system to manually insert or remove tubes while the system is running! If you need to remove tubes manually, for example in case of an error, stop the system first.

Event description:
An operator of the automate 2500 incorrectly open a system cover and placed a sample holder on the baseframe causing the moving robot to crash and in the process damaged the clip holding the cover. The operator attempted to repair the damaged clip with a screwdriver and accidently cut his finger on the sharp edge. The cut was deep and involved the tendon. The customer was admitted to the hospital where injury was treated by surgery to repair tendon with several sutures. The injured operator was relieved from work for 3 weeks. It is unknown if operator was treated with hepatitis vaccination or a booster shoot. It is also unknown what medication was prescribed and what kind of follow up treatment/rehabilitation customer would need.